Event description:
Review of returned cta's from 13 years post-implant revealed that there is currently partial separation between the aneurx bifurcate and the posterior side of the distal aortic cuff(s), with a visible type iii separation endoleak. The bifurcate is currently in the aaa sac approximately 6cm below the renal arteries. The proximal neck ID is approximately 29mm. The distal od of the cuffs measure 35mm, and the proximal od of the bifurcate is 25mm. The most proximal aortic cuff, which appears to be an endurant tube, is positioned just below the renal arteries. The reported proximal type I endoleak could not be confirmed. The aneurx bifurcate limbs are angulated approximately 90 degrees to the proximal neck/cuffs. No kinks are seen and both limbs are patent. The maximum diameter aaa measures 7cm. Earlier follow-up images are not available for review. The cause of the migration and separation is unknown; but may be due to disease progression and aneurysm morphology changes. No further intervention has been performed.

Event description:
Aneurx and talent stent graft systems were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that there was a proximal type I endoleak approximately eight years after the aneurx stent graft was implanted which required placement of a 32 mm talent cuff at the level of the aneurx bifurcated stent graft and another 30 mm talent cuff at the level of the aortic neck. Approximately three years later (exact date is unknown) there was a type iii separation endoleak between the aneurx bifurcated stent graft and the 30 mm talent cuff that was repaired with a 36mm aortic cuff. The type iii endoleak was attributed to remodeling, but lack of fixation may have had a role as well. Currently the aneurysm was found to have grown from 5.3 cm in diameter to 7.3 cm with a type ia endoleak present. The physician plans to intervene at a later unknown date. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.